Manufacturer narrative:
UDI information is not avavilbe at the time of this submission.

Event description:
Details of the event as told to manufacturer 'during intubation the cap at the end disconnected and the user lost their view because the light went out'